Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle tip was found broken before use when opening the packaging. The following information was provided by the initial reporter, translated from (B)(4) to english: "when opening a package, a needle tip was broken."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs for evaluation which displayed a view of the bottom web (blister) of a package that contains a 24ga IV catheter unit with all components present an intact. The package appears to be sealed with no visible damage to it. The second photograph shows a view of the unit inside the package that reveals the needle is bent near the tip with the catheter intact. The third photograph shows an enhanced view of the bent area. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Without the actual sample, we were unable to detect exactly where in the manufacturing process this type of component defect took place. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle tip was found broken before use when opening the packaging. The following information was provided by the initial reporter, translated from japanese to english: "when opening a package, a needle tip was broken."